Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio observed one of the battery pins in the device was recessed into the rear enclosure of the device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This was observed when a specific battery was installed in battery well #1. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer device, and observed that when the battery with lower power was placed in the well, the device would shut down. Physio determined that the cause of the reported issue was due to poor contact to the battery pins. The rear case was replaced to resolve this issue. A new rear case contains new battery pins.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This was observed when a specific battery was installed in battery well #1. There was no patient use associated with the reported event.